Event description:
The concentric retriever l5 core wire fractured just proximal to the joint that holds the platinum coil to the core wire. The physicians indicated that the device was torqued within the limits recommended in the instructions for use. The physicians noted on the final viewing of the device, that it took its natural helix shape in the vessel and did not stretch out. During withdrawal, the physicians noticed that the wire came very freely back through the microcatheter and they discovered that the retriever fractured leaving the distal end in the left mca. The physicians made several attempts to retrieve the detached distal tip but were unsuccessful. It was noted that hey were able to snare the tip but not pull it back. No pt injury/adverse clinical sequelae occured that was directly related to the retriever tip fracture or attempts to retrieve the detached distal tip. The physicians indicated that the result was neither worse nor better for the pt when compared to not having done the procedure since there was an occlusion in the distal part of mca before and after this event.